Event description:
Pt has a complaint of an odd prickling feeling. Surgeon had to re-operate on female pt with good quality bone. No other info is available.

Manufacturer narrative:
No product is being returned for evaluation.